Manufacturer narrative:
The brush was returned to the manufacturer and the alleged condition was confirmed. The batch records were reviewed and found to be satisfactory. The functional use of this device does allow for excessive handling in order to clean the affected area. If there is an increase in force or friction it is possible that the fibers may become slightly damaged and fall off during use.

Event description:
It was reported that while washing out the intraspine some of the fibers of the femoral canal brush came off. The fibers were rinsed out with water pressure but the surgeon could not confirm that all were removed.